Event description:
It was reported "PICC kinked". Additional information received states "catheters could be flushed however flow of antibiotics had been reduced as discovered when some antibiotics still remained in infusion device which should have been completely dispensed." Another device was used. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned a 1-lumen PICC catheter for analysis. Signs of use were observed on the catheter body. It was noted that the distal end of the catheter body was trimmed. The trimmed end was not returned. Visual analysis revealed one distinct kink adjacent to the juncture hub. Continuous bends were also observed across the catheter body. Microscopic examination confirmed the damage. No other defects or anomalies were observed. The kink was located 2mm from the juncture hub. The length of the catheter body from the juncture hub to the point of separation measured 34.45cm, which indicates that 21.41cm - 22.69cm of the catheter body was severed and not returned for analysis per the catheter product drawing. The catheter body outer diameter measured 0.0555", which is within the specification limits of 0.054" - 0.057" per the catheter extrusion product drawing. A lab inventory guidewire, measuring 0.0184", was inserted through the extension line. Minor resistance was observed at the location of the kink; however, the guidewire was able to pass. Performed per IFU statement, "thread catheter over guidewire and advance catheter over guidewire to final indwelling position using image guidance or fluoroscopy." A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested". The IFU also states, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a kinked catheter was confirmed through complaint investigation of the returned sample. Visual analysis revealed one kink adjacent to the catheter juncture hub. Despite the damage, the catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report that the damage was observed during use and evaluation of the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "PICC kinked". Additional information received states "catheters could be flushed however flow of antibiotics had been reduced as discovered when some antibiotics still remained in infusion device which should have been completely dispensed." Another device was used. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)